Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/19/2015.

Manufacturer narrative:
(B)(4)

Event description:
The customer reports that the blade of the device did not activate when introduced into the wall and detached from its plastic protection. Another device was used to complete the procedure successfully. Additional information requested via email .did any device component fall into the patient&#39;s cavity? If so, how was it removed?